Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the system single board computer, hard drive, and fluoro functions board to restore functionality. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction. That occurred during a procedure.

Event description:
The ge oec 9800 fluoroscopy system would lock-up during procedures. A system power-down and re-start was needed to restore system function.